Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only the main coil was returned. The delivery wire and introducer sheath were not returned. The main coil was found to be stretched. The interlocking arm was detached. The zap tip has a smooth surface. Dimensional inspection of the no. Of distal fiber bundles, outer diameter (od) of the zap tip and od of primary coil were performed and were within specifications. However, dimensional inspection of the no. Of proximal fiber bundles revealed that there are lacking fiber bundles. No more damages were found in the returned device.

Event description:
Reportable based on device analysis completed on 17dec2019. It was reported that the coil could not be advanced and was stretched. The target lesion area was located in the fundus of the stomach. A 20mm x 40cm interlock-35 was selected for use. During the procedure, many attempts were made to advance the coil; however it was noted that the coil could not be advanced. Subsequently the coil severely stretched along its body. The procedure was completed with another of same device. No patient complications were reported. However device analysis revealed lacking fiber bundles and the interlocking arm detached.